Manufacturer narrative:
Surgical intervention; wound dehiscence occurred. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch (B)(4) ¿ expiration date: 05/31/2022. Date of mfg.: 06/15/2017; batch (B)(4) - expiration date: 05/31/2022. Date of mfg.: 06/15/2017; batch (B)(4) - expiration date: 05/31/2022. Date of mfg.: 06/16/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of the index procedure => no information. Date of the index surgical procedure? => no information. What tissue type and location was the suture placed? => the suture was used on the fascia. What tissue dehisced? => the wound dehiscence occurred on the fascia. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? => no information. How was the suture tied (square knot or multiple knots one end)? => no information. What date did the patient present with dehiscence (# of post-op days)? => 4 weeks after the index operation. No information about the date was provided. Date of the reoperation. => no information. What was the appearance of the suture during the second procedure? => the vcp remained, but the shape collapsed when holding it with the tweezers. What is meant by ¿the shape collapsed when holding it with the tweezers¿? => the suture was fragile and has crumbled when holding it with the tweezers. This status of the vcp is normal considering the tensile strength of it. Please provide additional information regarding ¿there might be patient factors¿. => no information. What is the physician¿s opinion as to the etiology of or contributing factors to this event? => the surgeon said, because of dehiscence is not only the suture. Perhaps it was not tight to suture because the surgeon was young."" The surgeon also said that ""there might be patient factors"".

Event description:
It was reported that a patient underwent a pancreatoduodenectomy procedure on an unknown date and suture was used on the fascia. It was reported that the patient had a big cough four weeks after the operation. The result of the examination was a surgical wound dehiscence occurred on the fascia. The affected wound had been closed by interrupted suturing during the surgery. It is unknown whether there was causal relationship between the needle-suture and the event. The surgeon commented it is likely that the event was caused by a problem of the patient. During the reoperation, the dermis wound was fused, but only the fascia had dehiscence. The appearance of the suture during the reoperation noted that the suture remained, but the shape collapsed when holding it with the tweezers, which is normal considering the tensile strength of the suture. The surgeon opined that the cause of the dehiscence may not be only the suture, perhaps the suture was not tight because the surgeon was young. The surgeon also opined that there might be patient factors. The fascia was re-sutured and reinforced with a button and other sutures. The patient's condition is stable now. Additional information has been requested.